Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer received a temperature alarm. The pump was not exposed to any extreme temperatures at the time. The customer's blood glucose level was not impacted.